Event description:
Report received from (B)(6) which states: "surgeon criticized the sharpness of the trocar knife. He felt it caused a more difficult insertion through the sclera than usual. He had to push too much to enter the trocar into the eye. Upon removal of the blade, it was noticed that the tip was bent. No patient injury."

Manufacturer narrative:
The device has been requested for evaluation; however has not yet been received. The sterilization and lot history records were reviewed and found to be within specification. Report 1 of 3.